Manufacturer narrative:
Result: power coil cord.

Event description:
It was reported by service report that the bed was stuck in the high position. No pt involvement or adverse consequences are reported.